Manufacturer narrative:
(B)(4). A CAPA record was previously initiated to address the more frequent occurrence rate of the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received the device for evaluation. The rite (return instrument test/evaluation) electrical testing passed but rite functional testing failed heater bag setup related to the reported issue. External/internal inspection was performed and failed due to overheated ssr u2 and j1 connector on the accomp pcb related to the reported issue. Cycled power and performed priming sequence which was completed and no errors occurred. (B)(4); performed a short 30 min therapy while monitoring crt and no errors occurred. Poor connection of the ac power harness caused the accomp pcb to overheat resulting in burning smell. The reported issue of burning smell was determined to be caused by an overheated accomp pcb due to poor connection of ac power harness. The accomp pcb and power harness were scrapped. Device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burning smell coming from the homechoice (hc) machine. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.